Event description:
It was reported that an alert for noise reversion was observed on the atrial lead in clinic. Auto mode switching (ams) due to noise was also observed on stored episodes. Provocative testing was positive. The physician opted to continue monitoring the atrial lead. There were no patient consequences.